Manufacturer narrative:
Device is not accessible for testing. If additional information becomes available, it will be provided in a supplemental report. Device implanted in the patient.

Event description:
It was reported that after inserting the lag screw, the set screw was installed and it was confirmed that the lag screw driver did not rotate. When the end cap was inserted, it became difficult to insert. After that it was checked by x-ray, it was in contact with the set screw that should have been inserted to the final position. After reinserting the set screw and confirming that the lag screw driver did not rotate, the surgery was completed.

Manufacturer narrative:
The reported event could not be confirmed since no product and no medical records, i.e. X-rays had been provided. Review of DHR, complaint history, CAPA databases and risk analysis did not identify any discrepancies. No nc/CAPA had been filed for the item in question. Potential cut-out had been considered in the risk management file. Following the event description it was concluded that the set screw initially has been placed / locked on the outer surface of the lag screw instead in the sliding flute. That position implied a non-rotating lag screw (driver) but with a set screw placed too high and avoiding suitable insertion of the end cap. The labelling clearly describes the correct placement of the set screw. Since the set screw is equipped with a safety ring a loosening of the set screw during operation is impossible. The set screw cannot unscrew by itself. Medical records were not provided. Unsuitable placements of set screw have been determined but intra-operative loosening has not been reported until date. With available information ¿ implant - assembling impaired ¿ an unsuitable placement of the set screw was concluded as root cause and being user related. In case substantive information or the item itself becomes available we reserve the right to re-open the investigation with root cause assessment.

Event description:
It was reported that after inserting the lag screw, the set screw was installed and it was confirmed that the lag screw driver did not rotate. When the end cap was inserted, it became difficult to insert. After that it was checked by x-ray, it was in contact with the set screw that should have been inserted to the final position. After reinserting the set screw and confirming that the lag screw driver did not rotate, the surgery was completed.